Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with unknown juvéderm vista. A week later patient return to the clinic complaining a facial swelling, abscess and induration were also noted. Then patient was given antibiotics and hyaluronidase and is currently under observation. The doctor said that the condition has now subsided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, c1, d1, d4, h4, h6, concomitant product.

Event description:
Additional details received noting that the product injected was 1ml of juvéderm vista volux into the face line, golgo line, and marionette line. Patient was concomitantly injected with 10u of innotox into the forehead and between eyebrows. Symptoms started 5 days after injection and consisted of swelling from both sides of the face line to the corners of the mouth. Two days later, the right side had become red to the cheek, and the swelling had worsened. Under local anesthesia, approximately 5mm incisions were made on both mandibular margins, and pus was drained. No hyaluronic acid was discharged. The hyaluronidase was later injected locally into the mandibular margin and marionette line. Over the next few months, the inflammation has alternated between subsiding and gradually worsening. As necessary, additional small incisions were made on both marionette lines as needed. About 3 months after the injection, the patient ultimately visited the hospital with redness and swelling inside the area where the initial incision was made on the left side of the face. Upon incision, a thick substance that appeared to be hyaluronic acid and pus were found to be draining. As of two weeks from the hospital visit, the condition is still "smoldering". There has been some new swelling in the right cheek, but it has not worsened. Additionally, the left jaw line became slightly white, so pus was drained and a bacterial culture and blood test were performed with results pending.